Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was concerned about drops observed after disconnecting from the pump and suspending insulin delivery. The customer reported using glucagon to manage blood glucose levels. Tandem technical support was unable to confirm if the user was connected at the luer lock or at the site. Additionally, the customer reported that the load process took 40 units to fill tubing. The customer reported a blood glucose (bg) level of 400 mg/dl at the time of the reported event and the customer stated had resolved their bg level themselves. The customer declined to provide further information.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in pump log. User made bolus requests without entering current bg level and still having insulin on board (iob). One bolus request made without entering current bg level was made just before basal rate was adjusted higher. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.